Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead; the rv lead was found dislodged. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient condition was stable.